Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, patient had impeding, floppy glands. Patient was under sized and had a high rising pump causing discomfort. Their titan otr was explanted and replaced. No other adverse patient effects were reported.